Event description:
The manufacturer received a voluntary medwatch (mw-5148229) in which the patient alleges that have been diagnosed with cirrhosis and using our device in 2011. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw-5148229) in which the patient alleges that have been diagnosed with cirrhosis and using our device in 2011. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The previous report was filed with patient outcome code grid (box h) being incorrect. In this report the following data are updated and corrected.